Event description:
It was reported that the lead was dislodged and not capturing. The lead was rolled up all the way to the ICD can and the physician suspected twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.